Event description:
It was reported that a cemented implant was implanted when a pressfit implant had been requested. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). D10- medical product cruciate retaining right size 9 pps standard femur item# 42508606602 lot# 67663866. Articular surface (mc) right 11 mm height item# 42522100911 lot# 65367554. 32mm diameter 9.0mm thickness osseoti porous 3-peg patella item# 42540500032 lot# 67211217. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.